Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and hematuria. It was noticed by cysto that the cuff erosioned, causing infection on the urethra and pain. The device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Correction to field b3. Date of event. Correction to field e3. Occupation. Updated field b5. Describe event or problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and hematuria. It was noticed by cysto that the reservoir erosioned, causing infection on the urethra and pain. The device was explanted and replaced. There were no further patient complications reported.